Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 cardioplegia sensor module. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that the s5 cardioplegia sensor module displayed "lo" and could not be calibrated during setup. There was no patient involvement.

Manufacturer narrative:
A livanova field service representative was dispatched to the facility to investigate. The service representative was able to confirm the reported issue. Extensive troubleshooting revealed a faulty sensor module to be the root cause for the reported issue. The module was replaced and subsequent functional verification testing was completed without further issues. The unit was returned to service.

Event description:
See initial report.